Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery and mentioned during troubleshooting that they experienced low blood glucose of 52mg/dl. Customer was assisted with no delivery troubleshooting and stated that alarm occurred during bolus. Customer stated that event was past and that it was resolved by changing infusion set. The customer declined to troubleshooting for low blood glucose reading. The insulin pump will not be returned for analysis.